Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site. The device passed visually inspection and functional testing. A service history review revealed no previous service events were related to the reported condition. The reported problem of an alarm air in line was not confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site at the customer's facility. Should additional relevant information become available, a supplemental report will be submitted.